Event description:
Complaint from literature article: asaio journal 2012;58 629-632. (Patient 1) patient admitted 5 months after the lvad implant referring dyspnea, hematuria, and pump displays of high flows and power, raising the suspicion of pump thrombosis. The estimated flow was more than 10l/min, and the power 5.3 w, whereas during normal domestic activities the values were lower (mean flow of 5.6-5.8/lmin, with 3.6-3.8w).a diagnosis of pump thrombosis was finally made, and the patient underwent two sessions of left endoventricular thrombolysis with alteplase 1 mg/min for 30 minutes each (the first one was partially successful). The final result was positive, with power and flow decrease, and the patient was eventually discharged.

Manufacturer narrative:
Bibliography- gianluca santise, sergio sciacca, roberto baglini, francesco clemenza, and michele pilato a: can learning to interpret pump messages help lead to an early diagnosis of heartware ventricular assist device thrombosis? Asaio journal 2012; 58:629-632. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. A review of the snapshot of the controller log files provided in the asaio journal revealed an increase in power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. No additional information will be forthcoming. Device remains implanted.

Manufacturer narrative:
(B)(4). Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.